Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported close door messages, which was reproduced. The eval experienced a door not fully latched message. The messages were found to be caused by a backed out mechanism screw causing the force required to close the door to be above expected levels. The mechanism screws were replaced.